Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the probable cause of the complaint is cause not established, which indicates that the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, it was found that there was damage on the biopsy channel on the videoscope.no patients were involved.